Event description:
It was reported that the patient experienced telemetry issues. An end-of-service / end-of-life message was seen. Three separate over discharge events were reported. The patient made an appointment with her hcp and planned to have her neurostimulator replaced. The appointment was scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3777-45, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; lead: model 3777-45, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).

Event description:
Additional information received indicated that the patient underwent a surgical replacement procedure on (B)(6) 2012 as was "doing well."